Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Low bg cause was not known. The customer mentioned they received third party assistance from a paramedic but did not provide what the assistance was that addressed the customer¿s low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
B5 and h6 remove 2993.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific value was not provided. Reportedly, the pump¿s control-iq algorithm delivered a correction in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer required assistance from paramedics but specific treatment given to the customer was not provided. Customer declined follow up with tandem technical support so no additional information regarding the event could be gathered.